Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
Information was received from a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome. It was reported that there was a blank screen on the implantable neurostimulator recharger. When plugged into the desktop charger, it was not charging. The patient noticed this issue the day prior to the report. There was a light on the desktop charger and connector pins were missing from the desktop charger. The patient was sent a replacement desktop charger. There were no patient symptoms reported at that time. Additional information was received from the consumer on 2016-11-17 reporting that on (B)(6) 2016, they thought the implant was not working because they were not able to the charge implantable neurostimulator (ins). The patient did not think the implant was working anymore. They had recently received a replacement desktop charger and confirmed that the implantable neurostimulator recharger (insr) was able to charge; however, the patient was not able to charge the ins. The poor communication screen was seen on the patient programmer on (B)(6) 2016. The last time that the patient had successfully charged and the last time that they had felt stimulation was last month.

Event description:
Additional information was received from a health care professional (hcp) on 2017-01-04 reporting that the patient was having an implantable neurostimulator (ins) replacement on (B)(6) 2017. The hcp wanted a manufacturer representative to be there as there may be an issue with the battery not charging. Additional information was received from the hcp on 2017-01-12 reporting that they did not know the reason for the replacement. They had wanted a manufacturer representative present in cause the battery was not charging. The patient never came in for the scheduled replacement on (B)(6) 2017 and the hcp did not have more information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.